Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information received on (B)(4) 2014 via email stated that "a new product was inserted and worked fine." The lot number is not available. Territory manager reports that she would like a replacement product sent to her so she can deliver it to the hospital. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the flex-seal signal kits had a balloon that leaked immediately upon insertion. The nurse reported that she knew the balloon leaked because she saw water coming out of the patient and stool leakage. The product was removed from the patient and thrown away. No patient injury was reported.